Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned, mmdg is unable to investigate or confirm the complaint. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed an error code 10, that they were unable to turn the pump off and reset it. Mmdg followed up with the initial reporter. He stated at that time that there was a three hour delay of therapy while they waited for a new pump to be delivered. They also stated that there was no impact to the patient. (B)(4).